Event description:
It was reported the patient presented for an implant procedure. During implant, the helix of the right ventricle lead became bent. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of ¿bent helix¿ was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead found the helix was bent consistent with procedural damage. The cause of the reported event was isolated to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage.